Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection and underwent a procedure in which the lead of the spinal cord stimulator (scs) system was explanted.

Event description:
It was reported that the patient developed an infection and underwent a procedure in which the lead of the spinal cord stimulator (scs) system was explanted. It was additionally reported that the infection was located in the gluteal area, and it was red and swollen, and the patient experienced pressure pain at the site. The cause of the infection is unclear. The patient was placed on intravenous (IV) antibiotics. The patient is doing well post operatively. No lead will not be returned as it was disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.